Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain it was reported that with the patient's last implant the paddle lead was moved up their spine and tied to the "epidermal" and was "taped together". No symptoms were reported. No further complications were reported or anticipated.